Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for evaluation. A visual inspection of the exterior of the returned cycler showed no signs of physical damage. The complaint event was able to be duplicated as there was a blank screen when the cycler was powered on. The ¿ok¿ and ¿stop¿ buttons were lit, but the cycler would not operate properly due to the blank screen. It was observed that the t1 transformer had shorted out on the inverter board causing a burnt coil. There was visual evidence of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the dried fluid could not be determined. The glucose test was positive within the cassette compartment in the mushroom heads and flange areas. The mushroom head test was performed and passed. A records review was performed on the reported serial number. An investigation of the device history record (DHR) was conducted by the manufacturer. There were no issues found during the manufacturing process which could be related with the reported event. The investigation into the cause of the complaint was able to confirm the reported event. The blank screen was able to be duplicated during evaluation of the returned device by the manufacturer and visual examination of the inverter board confirmed that the transformer had burn damage. Therefore, the complaint has been deemed confirmed.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler was left in set-up mode after breaking the cones and when the patient returned a few hours later, the touch screen was blank and dark. The patient confirmed that the cycler power cord is secured on both ends and plugged directly into a wall outlet. After the patient shutdown and rebooted the cycler, the "ok" and "stop" buttons flashed, but the screen remained dark. This occurred again after a second restart. The patient stated that the cycler would not be used and would complete treatment with manual pd therapy. There was no adverse events reported. The patient was shipped a replacement cycler and returned the old cycler to the manufacturer. During cycler evaluation, the manufacturer found that the cycler's inverter board had a failed t1 transformer with burn damage on the coil.